Event description:
The device was applied during a bilateral laparoscopic tubal ligation with fallopian rings. The pt experienced post-operative dizziness with a drop in blood pressure. The pt was admitted for observation. The pt's abdomen was slightly distended. The hgh dropped and a exploratory lap noted the inferior epigastric artery was bleeding with an evolving hematoma.